Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that battery was overheating and had a burning smell during a medical procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that battery was overheating and had a burning smell during a medical procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The original reported event, battery overheating, was not confirmed. During the inspection the engineering technician did not observe the reported event regarding overheating. The battery was able to be charged to ready with no symptoms related to heat or burning detected. During the inspection other failures were found. The top plastic rail was observed as being damaged. Then upon disassembly damage to the top rail was confirmed through the top housing. Visual inspection determined fluid ingress, as corrosion was present on the cells. Device was placed in parts retention.